Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during testing the device would work intermittently. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(6) e1 telephone number (B)(6). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, e1, g1, g3, g6, h2, h3, h4, h6, h8, h10. Review of the most recent repair record identified the following related repair: the motor was not running. The plug harness assembly, motor, and switch were replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.